Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: during investigation, a leak test was performed and passed. The pump was opened to find no moisture in the battery compartment or in the pump. No defects were found to the pump. The complaint could not be confirmed or duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.